Event description:
The core universal driver was sent for service and it was found during testing at service that the reverse trigger is sticky, when fully depressed it will stick and the device will continue to run without activation.